Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that after the intraocular lens (iol) implantation surgery, the patient experienced headaches, difficulty seeing, halos and the distance and near vision was blurred and fuzzy. The patient has planned to remove the lens and replace with monofocal lens. The patient was leaving the work early because of the headaches. The patient was also told that the eyes are at good condition. Additional information was received stating that, the consumer was experiencing, halos, black ridges, headaches, blurred vision. Also wanted to replaced both the lenses with monovision lens. The patient was waiting for the second surgery on the left eye and the patient's headache was increased and vision was totally blur, both far and near. There are two medical device reports associated with this patient. This report is associated with the right eye.